Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges while pulling a vascular sheath post procedure, the marker band on the catheter tip detached within the patient. The physician had acquired femoral artery access for a peripheral vascular procedure. After the marker tip detached, it migrated into the patient's right profunda artery. The physician states that it was impossible to retrieve the tip from the patient. The retrieval of the foreign body from the patient's arterial periphery has not yet been scheduled.